Event description:
The customer initially called stating, the buttons on the insulin pump were not responding. The customer stated, she changed the battery and received a button error alarm. Troubleshooting was performed and the buttons still did not respond. The customer then checked her blood glucose and the reading did not register. The meter gave a reading of hi. The customer was then hospitalized for diabetic ketoacidosis and vomiting.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad trace. No frozen screen was noted. Unable to perform further testing due to the button error alarm. No corrosion was found on electronics.